Event description:
Additional information was received that reported the reason for replacement as increased gradients, abnormal leaflet movement and m oderate tricuspid insufficiency due to both sides of all the bioprosthetic valve leaflets being clotted. The clotting on the leaflets also caused retraction, leading to a central gap in the middle of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: weight in lbs: b.1: adv evnt/prod prob: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 weeks post implant of this 25mm mosaic valve, implanted in the tricuspid position, in a 5 year old pediatric patient, it was explanted and replaced with a device of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.